Event description:
On (B)(6) 2013, a nurse practitioner reported not being able to interrogate a patient¿s device. She stated she had just been able to interrogate another patient successfully with her programming system so she wasn't sure if there was something in the room causing the event. It was confirmed that the handheld device was unplugged from the wall.attempts to obtain additional information have been unsuccessful to date.